Event description:
Customer inquired about adding an additional blood glucose (bg) value to the pump because the customer's bg level was high. During troubleshooting with tandem technical support, customer was unable to deliver the bolus due to the current insulin on board. Customer was encouraged to complete training with hlth care provider and clinical diabetes specialist before going forward.

Manufacturer narrative:
(B)(4) 2014 follow up: customer received additional training with diabetes specialist. Additionally customer's bg level was reported at 87 mg/dl on (B)(6) 2014. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.